Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned in two pieces. Analysis found external abrasion at 9.9cm to 10.5cm from the distal tip electrode, consistent with friction to another implanted device. The re cables were exposed in this area. No complaint received with return of device. Failure (event) observed during analysis.